Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 548 mg/dl. The customer experienced chest pain and vomiting. The customer stated that the insulin pump was checked at the hospital, and the health care professional felt that it needed to be replaced. The customer declined further troubleshooting. Nothing further was reported.